Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer screen was not sensitive to stylus contact, or that the programmer was not maintaining telemetry or identifying devices. It was indicated that the link electronic module (lem) printed circuit board (pcb) was out of specification. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was, at times, not sensitive to stylus contact. It was also reported that the programmer was not maintaining telemetry or identifying devices, and was booting device software, at times, in find patient mode. The radiofrequency head was changed but did not resolve the issue. The programmer was returned to service. No patient complications have been reported as a result of this event.